Event description:
On (B)(6) 2012, pt reported the infusion device would not turn on and there was a "black ink spot" on the display. Pt inserted 2 new batteries, but the infusion device still would not turn on. The battery cover had not been changed "in a while." The damage to the display is located in an area that would interfere with viewing the insulin delivery amounts. Pt reported, he would replace the battery cover and call back to finish troubleshooting. Three add'l attempts were made to f/u with him, and these were unsuccessful. It is unk if the infusion device provided an alert or error message before shutting down. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.